Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump usually has about 20 ml of medication left in the cassette after using the device for 48 hours. The patient reported that when he uses this pump, he does not feel as good as when he uses an alternate pump although both pumps are set for the same infusion rate. The patient thinks that the pump with medication left in it is not dispensing the correct amount. No patient injury was reported.